Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported motor rate error (mre) was evidenced in the event history log (ehl). The mre was also reproduced during an occlusion test. The mre was produced because the motor assembly components were worn. The pump was over fifteen years old. Normal/expected wear was identified as the root cause of the reported problem. No other fault was found with the pump. The worn motor assembly was replaced to correct the product issue.

Event description:
It was reported that the medfusion pump exhibited a motor rate error. No patient injury or complications were reported in relation to this event.